Event description:
Due to nursing 4 children, 2 of them twins at a young age I researched lift and augmentation. After doctor visits with several plastic surgeons and asking many questions I decided to have the lift and augmentation. Not once did any of the physicians say there was a possibility of bii flaring up in the future. Not once did any of them explain the effects of silicone leaking into the body. Not once did any of the explain that implants had a life span of 10 yrs. All of them stated that silicone implants were "safe and effective" for the purpose of helping the lift look better and more natural. I have now had the implants in for 36 years and have had so many issues that I just now are realizing after years of research are bii symptoms. Here are my symptoms: intense itchy rash under both armpits that is so red and inflamed and the itch is from there inside out. Hair loss, brain fog that is so bad that I feel extremely stupid and I have always been sharp o and quick witted, so many sore and achy joints and they are inflamed and muscle issues, the sharp pains in my fingers make it almost impossible to function. Fatigue where I need to rest all the time. Flatulence which I have never had before and very smelly urine (I am an overly clean person and eat organic) so this is unusual. Thickening of the skin all over my body so that I feel like lizard skin, dry eyes that bug me constantly and are off and on blurry (just a few years ago my husband called me 'eagle eyes' because my vision was always amazing, now I see blurry all the time. Strange nose and mouth sores. Sleep issues where I wake up at 2 and can't get back to sleep for a few hours then will drift off and wake up again at 4:30 and can't sleep I just toss and turn. Women need to be aware of the issues when they choose to make themselves feel better. They need to be informed so that their decision is one they can live with. I may have chose differently had I known of the possible side effects or at the very least would not have had to research for years believing I was going crazy or nuts because no one could figure out what all these ailments were caused from and some believed it was 'in my head' when in fact they were all caused by silicone leaking into my body. Please help spread awareness!! This report captures silicone breast implant #1. Patient code: 2517, 2326, 2137, 1840, 2033, 1967, 1849, 1814, 1877, 2551, 1943, 4545, 2032, 1865. Device code: 1267. Reference report: mw5190212.